Manufacturer narrative:
H3: product analysis of product# 559200007 lot# h5745802 visual and optical examination analysis reveals that there appears to be improper assembly of the screw. It appears to be locked in before the sphere was completely inserted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lumbar fusion spinal therapy for stenosis. Levels implanted t8-pelvis. It was reported that the tulip implant was not able to be loaded onto the device that attaches the tulip to the shank of the screw, and the implant could not be placed on the shank. Instrument or implant breakage occurred, but no fragments remained in the patient. There were no patient symptoms or complications as a result of this event.